Event description:
It was reported that the patient failed to pair their mobile device with their implantable cardioverter defibrillator (ICD). Upon further investigation, it was suspected that the ICD exhibited loss of bluetooth (ble) connectivity. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that device bluetooth was reset and restored in clinic. The patient was stable.